Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted lead oversensing. Twenty-six ventricular non-sustained tachycardia less than or equal to 201 ms between (B)(6) 2012. Ventricular fibrillation less than or equal to 210 ms average ventricular cycle between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.